Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The muffler for the suction unit was recommended for replacement.

Event description:
The hospital reported the unit was not able to perform fluid suctioning. There was no report of patient involvement.